Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent knee revision procedure 16 days post-implantation due to unknown reasons. The poly bearing was revised. No further information has been provided.